Event description:
During a proctectomy with anastamosis procedure, only half of the staples deployed and tore through the rectum and the pouch. The procedure was completed by hand-suturing. There was no patient consequence.